Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed the by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with anios clean excel d detergent. Asept inmed was used for manual treatment/bedside pre-cleaning and aniosyme detergent. The biopsy valve, air valve, and suction valve were disinfected by automatic endoscope reprocessor (aer). Soluscope 4 was used as the (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontal after treatment. The maintenance was performed by soluscope and olympus. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the channels of the evis exera iii gastrointestinal videoscope tested positive for fifteen (15) colony forming units (cfus) of microccocus species and pantoea species. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated three (3) colony forming units (cfus) were detected from the endoscope. Micrococcus sp. And staphylococcus a. Coagulase negative were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated and no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the event was caused by a device malfunction. Growth of microorganism was confirmed from channel rinsing water in culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with IFU, growth of microorganism was confirmed from channel rinsing water, though within the limits. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.